Manufacturer narrative:
The event was reported to have occurred on an unreported date "towards the end of february". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Initially the patient was not hospitalized for the event and was treated with unspecified antibiotics for the event. The patient reported the antibiotics "seemed to clear it up"; however, "it came back again" and subsequently the patient was hospitalized for the peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.